Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation in response to this event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There was no allegation that any fresenius device or product caused or contributed to the patient's reported abdominal pain, gi issues, and/or the subsequent hospital admission.

Event description:
A peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2017 for gastrointestinal (gi) issues. Follow-up information from the pd nurse indicated that there was no known cause for the reported gi issue. While hospitalized, the patient underwent a complete abdominal ultrasound on (B)(6) 2017 and was seen by gastroenterology. Testing did not indicate the event of abdominal pain or gi issues. The subsequent hospitalization was reported to be unrelated to peritoneal dialysis (pd) therapy or the use of fresenius pd products. The patient received pd therapy while hospitalized, although it is unknown if the patient was treated with any fresenius devices or products. Additionally, the pd nurse reported that the patient did not have any pain during or following pd therapy and the gi issues were not caused by pd therapy or pd solution. The patient reportedly received a blood transfusion while hospitalized due to a drop into low hemoglobin. There was no reported source related to the causality regarding the dip in the patient¿s hemoglobin. The pd nurse indicated that the patient is currently on medications, such as sensipar, which may or may not have caused or contributed to the reported gi issue. The patient continues pd therapy with the liberty cycler without any further problems.